Event description:
It was reported that the insulin pump alarmed, indicating a compromised force sensor system, and that insulin was squirting out during the manual prime process. The blood glucose reading was unknown. No damage to the drive support cap was noted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the displacement test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.